Event description:
Customer reported that there was an absence of a empty reservoir alarm. She also stated when she finally noticed her reservoir was empty, a no delivery alarm occurred. As a result, the customer was not changing her infusion set until she received a no delivery alarm. The customer stated her blood glucose was around 400 mg/dl yesterday. She also stated her last blood glucose was 134 mgd/dl. The customer declined to troubleshoot and wanted a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during visual inspection. Pump passed function test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Low reservoir alarm settings were programmed. Low reservoir alarmed properly during testing. Boluses were programmed and delivered. Empty reservoir alarmed properly.